Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was not completed because the lot number of the device was not provided. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not confirm the reported complaint.

Event description:
The initial reporter stated that they found air past the filter. They stated that they had disconnected the tubing, clamped it and capped the set and when they reconnected it, the observed the air in the set past the filter. They stated the disconnected and primed the set to remove the air. Mmdg did follow up with the initial reporter who stated that there was no harm to the patient due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because the lot number of the device was not provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they found air past the filter. They stated that they had disconnected the tubing, clamped it and capped the set and when they reconnected it, the observed the air in the set past the filter. They stated the disconnected and primed the set to remove the air. Mmdg did follow up with the initial reporter who stated that there was no harm to the patient due to the complaint. No other information was provided. (B)(4).